Manufacturer narrative:
(B)(4). Manufactured on january 6, 2015 ¿ january 7, 2015. The device was returned for evaluation. A visual inspection revealed a black mark in the balloon of the device. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark in the balloon of a small volume intermate. The mark was identified after the device was compounded with flucloxacillin, while the device was in storage. There was no patient involvement. No additional information is available.